Event description:
It was reported that the operative-room nurse noticed the breakage of the ample before use in bha. Spare product was used instead of it and the procedure was completed without any problems. There was 5 min delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.